Event description:
The facility's biomed reported the pump overinfused during clinical use. The pump was programmed to infuse at a rate of 5ml/hr, and when the nurse went back to check on it in an unk timeframe, the pump was infusing at a rate of 500ml/hr. The medication involved is not known. No pt injury was reported and no medical intervention was needed. Baxter tubing being used with the pump but the tubing product code and lot number are not known, and the tubing is not available for evaluation.